Event description:
It was reported that the enlite sensor broke off in the leg. Customer has been having issues with blood glucose accuracy, customer removed the sensor after two days, to realize that the cannula was broken off in her leg. The blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.